Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The customer also reported other blood glucose values such as around 400 mg/dl, 126 mg/dl. The customer was treated for high blood glucose with some insulin, manual insulin. Customer using insulin pump within 48 hours of high blood glucose of event. Customer reported that the insulin pump was lost sensor signal and communication. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump due to the loss of communication at the time of event.